Event description:
It was reported before use of the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, there was black foreign matter found in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, there was black foreign matter found in the tube."

Manufacturer narrative:
H6: investigation summary 1 customer photo was received for review and analysis. The photo was evaluated and, the customer¿s indicated failure mode of foreign matter was observed as the photo verifies the issues of embedded foreign matter (dark brown/black spots) in tube wall. Based on the review of the photo and investigation results, this complaint for embedded foreign matter is confirmed. Bd determined the root cause is attributed to preventative maintenance within the manufacturing process. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.